Event description:
It was reported to boston scientific corporation that an obtryx system - curved device was implanted during a laparoscopically assisted vaginal hysterectomy (lavh), transobturator sling implant for stress urinary incontinence (sui) and cystoscopy procedures performed on february 13, 2007 to treat a patient with uterovaginal prolapse and stress incontinence. Findings include: 1. Eua - normal size uterus, second - third degree urethrocele. 2. Intraoperative - same - dense bladder adhesion. 3. Intraoperative photos - yes. The patient tolerated the procedure well and was taken to the recovery room in stable condition. As reported by the patient's attorney, the patient experienced an unspecified injury.

Manufacturer narrative:
Date of event was approximated to february 13, 2007, implant procedure date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). Patient code e2401 captures the reportable event of unknown injury. Impact code f12 has been used in the light of this patient seeking legal recourse for an unspecified personal injury related to the device.